Event description:
It was reported that during stenting of the left anterior descending artery, the guide wire which was placed in the first diagonal branch became stuck at its tip on the left anterior descending stent proximal edge. Attempts to remove it were unsuccessful and led to unwrapping of the wire, which ultimately separated. A second procedure to snare the wire was not completely successful, resulting in an open surgical procedure to remove the remaining wire. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. Additionally user facility medwatch report was received: 520035-2010-0001. Add'l info from the user facility report: (B)(6); (B)(6) 2010; hi-torque balance middleweight universal guide; (B)(4). (B)(6).